Manufacturer narrative:
The customer¿s report that there was a bubble in the upper portion of the pumping segment was confirmed by visual inspection of the as-received sample. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 120ml for 1 hour. No alarms or any other issues were noted by the device. No bulge/ balloon was observed in the silicone segment. Finally the set was attached to an air pump and completely submerged in warm water. A balloon was observed at 16 psi. After the functional testing, three samples of the silicone segment were analyzed and the walls were found to be concentric. The root cause of the ballooning was not identified.

Event description:
It was reported that an infusion of magnesium was noted to have ballooned while connected to a patient. They stated, the tubing was loaded correctly into the channel, the bubble in the upper portion of the pumping segment, it was situated right below the first filament, above the first sensor. The roller clamp was not on to cause back pressure. Not much of the medication infused prior to getting this issue. No harm to patients and the channel did alert nursing team.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of magnesium was noted to have ballooned while connected to a patient. They stated, the tubing was loaded correctly into the channel, the bubble in the upper portion of the pumping segment, it was situated right below the first filament, above the first sensor. The roller clamp was not on to cause back pressure. Not much of the medication infused prior to getting this issue. No report harm to patients and the channel did alert nursing team.